Manufacturer narrative:
(B)(4).

Event description:
According to the reporter, during a laparoscopic bilateral inguinal hernia, the balloon did not inflate.

Manufacturer narrative:
(B)(4). Evaluation summary: post market vigilance (pmv) led an evaluation of two spacemaker preperitoneal dist balloons. Visual and functional testing of the returned product confirmed the product, as received, met quality release specifications. Product analysis suggests the product was not used in a surgical procedure. A review of the device history record could not be performed because the lot number was not provided. However, records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all medtronic quality release specifications at the time of manufacture. The investigation was unable to establish a relationship between the device and the reported incident. Should new information become available, the file will be re-opened and the investigation summary will be amended as appropriate.

Manufacturer narrative:
(B)(4).